Event description:
Development of a hematoma in a proact patient in the final stages of a bilateral implant procedure. The hematoma delveloped due to bleeding associated with the implant procedure. After completion of the procedure, the physician squeezed the incision to release the buildup of blood in the hematoma.

Manufacturer narrative:
This reported adverse event is associated with a separately reported adverse event (MFR report # 3003477176-2023-00010) of an interoperative bladder perforation, which occurred during the same implant procedure. Dr. (B)(6) reported that the bleeding which led to the development of the hematoma was related to the port placement in the final steps of the procedure. It should also be noted that when a 16fr catheter was placed to resolve the perforation, as reported in MFR report # 30003477176-2023-00010, the bleeding lessened. Uromedica was unable to determine if there was any relationship between the perforation, catheter placement, and the bleed which led to the hematoma. Uromedica complaint (B)(4).